Event description:
It was reported by service report that the bed has no electronic functions. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Microswitch screw out of adjustment.